Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device became hot while working. The event was not reported to have occurred during a surgical procedure. There were no delays to a scheduled surgical procedure. It was not reported if there was a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturer's functional specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the housing had excessive paint missing and was cosmetically unacceptable. It was determined that the excessive paint missing from the housing is consistent with wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.